Event description:
It was reported that the balloon ruptured. A ranger 6.0mm x 60mm x 135cm balloon dilatation catheter was selected for use in a superficial femoral artery endovascular therapy procedure. The physician inserted the catheter, and upon treatment of the area the balloon ruptured with a single inflation. The catheter was removed as intended, and the procedure was able to be completed successfully using another ranger without sequela.

Manufacturer narrative:
(B)(6).